Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2025, the patient underwent an MRI scan. Device interrogation was performed immediately before and after the scan. Changes were observed in the parameters of the ventricular lead, specifically in pacing thresholds (from 0.4 / 0.6 v to 0.4 / 2.8 v) and ventricular lead impedance (from 621 ohm to 2097 ohm).